Event description:
Litigation papers allege the patient suffers from pain, elevated metal ion levels, disfigurement, physical impairment and emotional stress. Update: (B)(6) 2013 - medical records were obtained. Medical records indicate patient was revised due to chronic mechanical complications, milky fluid in the hip capsule, acute inflammation, osteolysis, and fretting at the junction of the femoral head and srom trunnion. The srom stem and srom sleeve remained in situ. The asr sleeve, srom stem and srom sleeve have been added to this complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other related incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.